Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2026-01211 and 1416980-2026-01219. All information can be found under manufacturer report number 1416980-2026-01211 and 1416980-2026-01219. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred february 27-28, 2026. E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors under-infused. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices were filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.